Event description:
Initial info was reported by a health care professional on (B)(6) 2012: an adult female of unk age with no reported medical history received injections of poly-l-lactic acid (sculptra aesthetic) (dose, therapy dates, and indication was not specified) and developed five to six visible lumps on her face following treatment with poly-l-lactic acid. The lumps were believed to have occurred at the injection sites. The pt was treated with massage to the lump by using the ¿perfecto machine.¿ the health care professional reported that the lumps have significantly improved since the start of her treatments. The initial poly-l-lactic acid treatment may have occurred several years ago by a physician. No further relevant info reported.